Manufacturer narrative:
The insulin pump passed leak test. The pump was received with intermittent response from all buttons, problem isolated to keypad assembly. The pump was received with j1 connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump passed self test and displacement test. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was _125 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Customer reported that battery replacement did not resolve the issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.